Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one endeavor resolute rx coronary drug eluting stent to treat a severely moderately tortuous and calcified lesion exhibiting 90% stenosis located in the mid rca. The device was inspected prior to use with no issues noted. Negative prep was performed with no issues. The lesion was pre-dilated. It was reported that the device failed to cross the lesion and that stent deformation occurred in vivo during positioning/ advancement to the lesion. The procedure was completed using a 3.0x18mm stent. The patient is reported to be alive with no injury.

Manufacturer narrative:
Excessive force was not used during delivery of the stent. If information is provided in the future, a supplemental report will be issued.